Manufacturer narrative:
Continuation of concomitant products: 5076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received appropriate therapy for an arrhythmia that was accelerated with anti-tachycardia pacing (atp) and terminated by a shock from the right ventricular (rv) lead. Undersensing was seen on the current electrocardiograms (egm) on the right atrial (ra) lead. An interrogation shows undersensing on stored egm during the arrhythmia on both the ra and rv lead. A follow up with the patient¿s healthcare provider yielded no intervention performed on the leads for the undersensing. The ra and rv lead remains in use. No further patient complications have been reported as a result of this event.